Manufacturer narrative:
(B)(4)

Event description:
The pt experienced increased pain due to a motor vehicle accident occurring on (B)(6)2010. Stimulator was "non-functioning" and removed from the patient. Patient had caudal injection of 80 mg depomedrol for pain relief.